Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified since the device was not returned. The following possible causes for the reported event are presumed as follows: since it is stated that the instructions for use must be carried out with the correct reprocess, there is a possibility that inappropriate reprocess was carried out in facility due to human error. However, it is inferred that there is no delivery of the product. These findings did not lead to an investigation of root cause. Chapter 6 compatible reprocessing methods and chemical agents 6.5 rinse water do not reuse rinse water. To remove the detergent solution from the endoscope and accessories completely, rinse them enough in clean water (potable water, water that a microbe was removed by a filter, de-ionized water, sterile water, etc.). Once removed from disinfectant solution, the instrument must be thoroughly rinsed with sterile water to remove any residual disinfectant. If sterile water is not available, clean, potable tap water or water that has been processed (e.g., filtered) to improve its microbiological quality may be used. When nonsterile water is used after disinfection, wipe the endoscope and flush the channels with 70% ethyl or isopropyl alcohol, then air-dry all internal channels to inhibit the growth of bacteria. As a result of checking DHR, it was confirmed that there were no manufacturing abnormalities, special adoptions, and variations.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. Additional information from the facility¿s clinical supervisor states the facility has started to implement the correct cleaning protocols.

Manufacturer narrative:
The device was not returned to the service center for evaluation. A review of the instrument history revealed no record of service/repair for this device since the date of purchase on (B)(6) 2019. As part of our investigation, the ess informed the facility¿s staff of the importance of completing the rinsing properly to remove hld from the scope. The staff reported that the rinsing would be properly implemented. On (B)(6) 2020 the ess performed a follow up call to the facility to discuss that the improper handling likely caused the staining and to offer a reprocessing in-service. The facility agreed to participate in the in-service; however, no date was finalized. The ess has followed up with the facility staff via telephone and in writing but with no result. The cyf-v2 instruction manual states in the ¿reprocessing before the first use/reprocessing and storage after use¿ section that ¿ this instrument was not cleaned, disinfected, or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in chapter 5, ¿reprocessing: general policy¿ through chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. After using this instrument, reprocess and store it according to the instructions given in chapter 5, ¿reprocessing: general policy¿ through chapter 8, ¿storage, transporting and disposal¿. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance.¿

Event description:
The service center was informed that the user facility was improperly reprocessing two cysto-nephro videoscopes. During a telephone consult with an endoscopy support specialist (ess) the user facility¿s staff reported the high level disinfectant (hld) was staining the scopes. Also, that the scopes were not being adequately rinsed after being soaked in the hld. There was no patient involvement reported. This is 2 of 2 reports.